Event description:
As reported by the user facility: incident occurred (B)(6) 2012. Leak of etoposide occurred at distal connection to jelco 24 gauge catheter - pt's skin was exposed to the chemo; skin was washed with soap and water per direction of pharmacy. No injury occurred because of the exposure. Charge nurse (B)(6) said there have been other occurrences including a chemo leak on pt's skin and another that leaked saline - lot number unk. No sample. (B)(6).

Manufacturer narrative:
The actual device involved in the reported incident was not returned for eval. Without the actual sample, a thorough eval could not be performed. Batch record review of the reported lot number did not reveal any discrepancies or non conformities that could have contributed to the reported event. A review of the customer complaint database revealed no adverse trends of this nature against the reported catalog number or finished good lot number. Based on the investigation, no conclusions can be made regarding the cause of the event. If the sample is returned for eval and/or add'l pertinent info becomes available, a follow-up report will be filed.